Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and the reported 23002, 23069, 23008, 23003, 23118, and 23094 errors were confirmed and replicated. In log reviews, the 23002, 23069, 23008, 23003, 23118, and 23094 errors were found indicating pot to encoder fault, joint position limit, encoder overtravel limit, encoder transition error, primary encoder error, motor encoder incremental track has slipped possible disconnected encoder or intermittent loss of signal confirming the fault occurred in the field, on the yaw axis. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23069 error was triggered indicating fault on the yaw axis, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where chip-encoder virtual absolute (cva) characterization was found to be failing on the yaw axis and the errors 23002, 23069, 23008, 2300, 23118, and 23094 were found in the error logs. The probable root cause is due to a faulty yaw searchlight assembly, yaw/pitch housing flat flex cable (ffc), and the yaw cva within the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that universal surgical manipulator (usm) 3 faulted. The system logs confirmed the reported usm 3 error. The intuitive technical support engineer (tse) recommended performing a hard reboot / emergency power off (epo) of the patient side cart (psc). The customer converted the procedure to laparoscopic. There were no reports of patient injury.